Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the scrub tech was found spring in bottom of general instrument and shim pan. We determined it had come off the spacer block.

Manufacturer narrative:
It was reported that the scrub tech was found spring in bottom of general instrument and shim pan. We determined it had come off the spacer block. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.